Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience intermittent low blood glucose (bg) levels (40-50 mg/dl). Glucose tablets, fruit and juice were consumed to address the bg level. The customer thought the low bg was due to delivering too much insulin in the food bolus compared to how much food was consumed and thought that the pump settings (correction factor, carbohydrate ratio and target bg) needed to be adjusted. The customer's bg was currently 100 mg/dl. The customer was a new pump user and was to speak to a healthcare provider regarding the pump settings.